Event description:
It was reported the bronchovideoscope was not displaying an image during set up/ inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the scope connector appeared to be faulty and causing a static image, however, a definitive root cause could not be established. It is likely the following led to the malfunction: component failure which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.